Event description:
Customer reported intermittent occlusion alarms. This issue caused the customer's blood glucose to display as "high," but the specific value was unknown. The customer took corrective action by administering a correction bolus via pump, changing the infusion set and cartridge, and resuming insulin.